Event description:
It was reported that during routine maintenance, it was observed that the electric pen drive device would not turn on and had no power. It was further reported that the device may have been dropped in water. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that device did not engage when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to various worn components and seal deterioration from immersion during cleaning, which is user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.